Event description:
It was reported the patient experienced chest pain coincident with automated peritoneal dialysis therapy. The patient was connected to the baxter healthcare homechoice device at the time of the event. The patient was taken to the hospital for the event, but no further information was available at the time of this report. Peritoneal dialysis therapy was ended when the event occured. It was not reported if the patient was recovered or was recovering from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.